Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient uses insulet omnipod 5 in modified closed loop. According to the patient, on (B)(6) 2025, the cgm was reading 75 mg/dl and the blood glucose reading was 45 mg/dl. The patient stated she went to the hospital with her sister and while in the parking lot she passed out. The patient stated that she felt no symptoms prior to passing out and that her cgm was reading 75 mg/dl. The patient¿s sister asked for assistance nearby and had the patient rushed to the emergency room (ER). At the ER, her glucose values were checked and was at 136 mg/dl but does not recall the cgm value at the time. The patient¿s omnipod was removed, and she was treated with an unspecified intravenous fluid, and she was discharged 5 hours later. Prior to discharge another fingerstick was performed with a bg of 121 mg/dl, patient does not recall cgm reading at the time. There was no documentation of further medical evaluation or intervention. At the time of the report the patient is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after the patient was treated. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.